Manufacturer narrative:
Submit date: 1/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states that the screen has a black mark on it making it difficult to see what's on display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿ there was an issue with the enteral feeding pump, the screen has a black mark on it making it difficult to see what's on display.¿ the unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.